Manufacturer narrative:
(B)(4). The service engineer found incorrect trigger settings installed on the ventilator; pressure was higher positive end-expiratory pressure (peep). After correcting the settings, the ventilator worked correctly. The customer was instructed and the ventilator is ready for use.

Event description:
It was reported that some buttons the ht70 ventilator which switch the modes on the monitor were not functioning. There was no patient involvement.